Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly the pump booted up to a blank display screen with the appropriate audio and vibration alerts. Patient reported that the issue persisted with multiple battery changes with batteries from different packs. Patient stated that there was no trauma or moisture exposure to the pump. The display screen came on with a new battery during the troubleshooting session. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.